Event description:
The customer reported that while the unit was in use on a patient, the unit has no ECG function and the message alarm "unable to calibrate sensor" was generated. The patient was switched to another unit and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative could not duplicate the alarm "unable to calibrate sensor" and found no records of this failure in the fault journal. However, he was able to confirm that there was no ECG trigger. Furthermore, fiber optic would not calibrate. The company representative replaced the front end board (part number 0670-00-0668e). The unit was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).